Event description:
At the beginning of 2017 it was noticed that the recipient_s hearing performance with the device and sound quality changed. A change in situ measurements has also been noticed. As per new information received in january 2018, the user has experienced a decrease in speech performance over the past several years. Re-implantation took place on (B)(6) 2020. This report refers to 9710014-2018-00048. For further information please refer to this report.